Manufacturer narrative:
The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported approximately two years post port placement that the device was allegedly unable to aspirate. It was further reported that CT images revealed the catheter had migrated to the right cardiac chamber and the device was removed. The patient was reported as stable.

Manufacturer narrative:
H10: manufacturing review: as the lot number for the device was not provided, a review of the device history records could not be performed. Investigation summary: the sample was returned for evaluation. A complete circumferential break was noted on the catheter approximately 2.3cm from the distal end of the port body. A circumferential split was also noted at approximately 1.2cm from the proximal end of the distal segment of the catheter. Functional evaluations were performed, and the port and catheter were patent. Furthermore, a review of a CT scan was performed and it confirmed the migration of the catheter into the right heart / inferior vena cava. The investigation is confirmed for the reported catheter break. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported approximately two years post port placement that the device was allegedly unable to aspirate. It was further reported that CT images revealed the catheter had migrated to the right cardiac chamber and the device was removed. The patient was reported as stable.